Event description:
Hip revised due to elevated ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information and the returned product have been sent for further investigation by the ceramic supplier. The supplier will carry out a further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the ceramic supplier¿s report is completed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
A review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information and the returned product have been sent for further investigation by the ceramic supplier. The supplier will carry out a further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the ceramic supplier¿s report is completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.